Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 401 mg/dl. Customer current blood glucose was 343 mg/dl. Customer stated that they received insulin no delivery alarm as well as they are unable to exit the preparing to prime loop. Customer declined for troubleshooting. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected number appear on the screen noted.